Event description:
The manufacturer became aware of an allegation of a simply go device's intake filter being melted in connection to compressor and loose strip found at compressor which may have come loose from the compressor and got in the way of the fan during use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.